Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision hip. The doctor removed: accolade tmzf plus stem 127 v40 #4.5, lfit anatomic head v40 40mm, trident x3 0 polyethylene insert 40mm g. Patient appeared to have a alval reaction.